Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026, with a fingerstick blood glucose of 407mg/dl. The patient reported difficulty standing, muscle weakness, site irritation and believed the elevated glucose was due to insulin not absorbing properly because of scar tissue. The patient had already replaced the infusion set prior to the call. No further information available.